Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm related to a sensor mismatch and the device failed a test step during testing. There was no harm or injury reported. The solenoid valve, proportional valve and system board were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and oxygen blending module were functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator service required alarm related to a sensor mismatch and the device failed a test step during testing. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Not returned to the manufacturer.